Manufacturer narrative:
Analysis revealed the insulin pump had a bolus stopped alarm during testing, due to a faulty battery tube. However, the device passed the seat, rewind, and occlusion tests. The insulin pump also primed properly during analysis.

Event description:
The customer reported the pump primed insulin into his body without being aware. Paremedics were called out and treated customer's low blood glucose.